Event description:
On october 1, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on 01 october 2024, day 67 post insertion.the sensor was tested in-house which did not reveal any malfunction as it passed all the functional tests. Measurements from the sensor manager software showed that led flags were triggered at field currents greater than the established threshold of 493 adc units, which is the root cause of the system incorrectly retiring the sensor by triggering "early sensor replacement" alert.as part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report 27 december 2024. G3.date received by the manufacturer? 27 december 2024. D9 device available for evaluation? Yes on 21 november 2024. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.